Manufacturer narrative:
(B)(4): it was reported that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, and vaginal scarring. It was further reported that patient underwent mesh revision/removal on (B)(6) 2008; implanting boston scientific product- sci mesh advantage sling. No additional information was provided.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.